Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture and stent thrombosis occurred. The target lesion was located in the left main (lm) artery. After the deployment of a promus premier drug- eluting stent, a stent fracture was noted within 72 hours. The patient then came back with an occluded vessel within the fractured stent. The occluded vessel was then opened and another stent was placed inside the fractured stent. The procedure was then completed with no further complications. The patient was doing fine as of right now.